Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation (one opened pouched sample and one unopened minicap). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue which led to peritonitis. The connection issue was further described as the minicap fell off the transfer set. It was not reported if the patient was hospitalized. Unspecified medical intervention was administered to the patient (no further details reported). Action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.